Manufacturer narrative:
H3: one device was received for analysis. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint of no display on startup confirmed during power up testing, upon further testing a reportable malfunction of buckling upstream occlusion (uso) seal was identified. The uso seal was replaced. The device then passed all tests after the repair.

Event description:
The customer returned the product for the system has no display on startup, during physical inspection it was found that the upstream occlusion (uso) seal was buckling. There was no patient involvement.